Manufacturer narrative:
Evaluation summary: no data regarding product identity was rec'd, therefore, the device history record (DHR) could not be reviewed. No sample was returned as the device remains implanted; therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. (B)(4).

Event description:
A surgeon reported that approximately six months following a glaucoma filtration device implantation, the patient was experiencing increased iop and postoperative hypotony. The shunt remains implanted.